Event description:
Event description cpi received information that this lead had high impedance readings and was unable to capture at 10v. An invasive was performed, and inspection of the lead showed discoloration in this endotak lead (0064). The lead was removed, and the physician elected to remove the automatic implantable cardioverter defibrillator (ICD) at the same time.